Event description:
In 2006, nellcor puritan bennett received a report that the pilot balloon disconnected form the tube information provided by the customer revealed that the patient attempted to extubate himself which caused a tear in the cuff. The tube was replaced. The caller reported that the model and lot number of the device are unknown. This report is associated to the tenth occurrence on rf200605-0356 / MFR 2936999-2006-00535